Event description:
Pt ID: (B)(6). On (B)(6) 2006, received a left total hip arthroplasty. The components were zimmer m/l stem, a 32+7mm cocr head, and a trilogy socket. This was revised on (B)(6) 2014, for pain due to a pseudotumor, elevated blood cobalt, and developed of some symptoms suggestive of cobalt toxicity, including sleep and mood disorder. The cocr ball was exchanged for a 32mm+7 delta ceramic option head. The trunnion and head bore showed external and internal black corrosion debris. Posterior capsule was intact but thickened with fish flesh like pseudotumor involve the anterior capsule as well. The trochanteric bursa was effused with clear fluid, and the cobalt level of this fluid was 81 mcg/l and chromium was 16 mcg/l. He still has a left total hip arthroplasty consisting of a zimmer m/l stem, a 32mm cocr head, and a trilogy socket. This was implanted on (B)(6) 2006. On (B)(6) 2014, serum cobalt level was 3.3 mcg/l. On (B)(6) 2014, urine cobalt level was 6.7 mcg/l and serum cobalt level was 1.6 mcg/l. On (B)(6) 2015, urine cobalt level was 5.2 mcg/l and serum cobalt level was 0.96 mcg/l, on (B)(6) 2015, urine cobalt level was 17 mcg/l and serum cobalt level was 1.5 mcg/l. On (B)(6) 2019, his blood cobalt level was 0.9 mcg/l and urine cobalt level was 3.2 mcg/l. On (B)(6) 2017, metal suppression MRI of the left hip showed maybe some capsular and synovial thickening which is subtle and primarily direct-laterally. He has developed exercise intolerance, exertional dyspnea, and grade 1 diastolic dysfunction per echocardiogram. Fdg pet brain scan results are consistent with arthroplasty cobalt encephalopathy. This study is supported by his neuropsychological evaluation which a notable for relatively poor performance in verbal fluency, visual/spatial function, and fine motor coordination, which are consistent with cobalt encephalopathy. FDA safety report ID # (B)(4).